Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure: lap chole. According to the reporter: the shaft split during use. There was no pt harm or tissue damage. Nothing fell into the pt cavity and there was no extension in operating room time.